Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a prime and fill anomaly. Th device would not allow them to fill the cannula. They are not receiving the prompt to stop. The customer was unable to exit the prime and rewind loop. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed but the issue was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime and compromised force sensor alarm test and excessive no delivery test or verify prime and fill anomalies due to motor error alarms.